Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture the changes in h6: device codes.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted. Additionally, the reported infection on the device site had pus coming out and a skin breakdown was noted with an exposure of the device under the skin. Moreover, during the revision procedure, the lead could not be removed because of the adherence of the proximal coil to the subclavian vein. There were no additional adverse patient effects reported.